Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had issues with his blood glucose level. The infusion set was not properly inserted on the reservoir. Customer's blood glucose level was 533 mg/dl. He treated his blood glucose level by using the bolus wizard. A couple of air bubbles were found in the reservoir. The cap did not look like it was sitting properly on the reservoir. Half of the insulin was coming out of the tubing. The insulin pump did not alarm no delivery during high pressure test because he believed the hemostat was not tight enough. After troubleshooting the customer was still receiving air bubbles close to the infusion set. The device was not returned.